Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Normal operation was confirmed through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device had locked up following an attempt to deliver defibrillation energy during testing. There was no patient use associated with this event.